Manufacturer narrative:
The tech found left foot brake/steer and right foot brake casters were bad. Also the caster supports were cracked and the main bearing was broken. The tech replaced the casters, supports and the main bearing to repair the bed.

Event description:
Info received indicates the brake is not holding.